Manufacturer narrative:
Manufacturing site eval: samples received: 12 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received 12 closed samples and one open sample with the needle detached from the thread and the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results of one of the samples does not fulfill the minimum, but 1 low value in 15 tested units is accepted, according to the OEM requirements. There are no samples available in stock to test 15 samples. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. If closed samples are received in the future, we will re-open this notification and analyze them. With the information given, a further analysis cannot be done. Final conclusion: complaint is not corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). The needle is detached from the thread.